Event description:
A report was received that during a revision procedure (MFR report #: 3006630150-2015 00851) when the physician was reconnecting the paddle lead tails back into the ipg header, it was found out that one of the leads appeared to have a frayed wire coming out of the lead tail. The physician decided to leave the lead as it was. The lead was reconnected to the ipg and secured. No further course of action was taken. The patient was doing well postoperatively.

Manufacturer narrative:
The device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.